Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens (iol) implant procedure, the patient eyesight was not so good. Therefore, the patient had been under observation, but the patient stopped going to the hospital halfway. Recently, the patient can not see clearly and the eyesight has been decreasing. The lens was explanted and replaced with another lens in a secondary procedure. Additional information was requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. Only the lens was returned adhered by adhesive tape to the inside of a clear plastic bag. Viscoelastic was observed on the lens. The lens was cleaned with klrp to remove from the adhesive tape and remove remnants of viscoelastic and adhesive from the lens. The lens was retested for optical power and resolution. The lens met specification for a company model 10.0 diopter lens. The product history records were reviewed, and documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint cannot be determined. The explanted lens was returned. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The lens was retested for power and resolution. The lens met specification for power and optic resolution for an company model 10.0 diopter lens. Information was provided that the company model 10.0 diopter lens was removed and replaced with a non company 11.0 diopter lens. This information that the replacement lens was one diopter higher than the initial implant would suggest that the diopter of the replacement lens was an improved selection for this patients vision needs. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).